Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: ebu 3.75. Stent: resolute integrity 3.0x15. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the heavily calcified proximal circumflex artery, a .014 whisper es guide wire was advanced followed by a 3.0x15 trek dilatation catheter. Dilatation was performed at 14 atmospheres. A non-abbott 3.0x15 stent was advanced but could not cross due to the complex angle of the lesion and the whisper guide wire separated approximately 2.5cm from the radiopaque tip. An unsuccessful snare attempt to retrieve the separated segment was made using a lasso. Occlusion occurred leading to thrombosis. Blood flow was timi 2. Reopro and heparin were administered. The procedure was aborted. On (B)(6) 2011, dilatation of the target vessel was performed; however, the separated guide wire segment was not retrieved and remains in the anatomy. The patient condition is reported as good. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. The lesion was described as heavily calcified which could have contributed to the reported guide wire separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported guide wire separation appears to be related to operational context of the procedure. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency.